Event description:
It was reported that the ventilator generated a technical error code indicating a communication error or control error during start-up. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a communication error or control error during start-up. During troubleshooting on-site, our field service engineer confirmed the reported start-up error. He tried a spare breathing control printed circuit board (pcb) according to the recommendations in the service manual which proved to solve the problem. The hospital did not approve the service offer, no repair was performed, and the ventilator was not approved for clinical use. If the suspected fault condition occurs during startup, the reported start-up error code will be generated and ventilation cannot be started. If the fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated. The conclusion is that the breathing control pcb was found defective during troubleshooting on-site. As no part was replaced and returned for investigation, the root cause could not be determined.